Event description:
On (B)(6) 2011 abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient. I-stat: 0.13 ng/ml at 22:00. I-stat: 0.21 ng/ml (immediate repeat). Centaur: <0.12 ng/ml (same sample). Patient sent to main hospital. New sample was drawn. Centaur xp: <0.12 ng/ml at 00:58, (B)(6) 2011. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(6) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.